Event description:
The costumer reported that the event occurred during preparation for use, and that the procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be the bent pins of the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. During the evaluation no image was found due to bent video connectors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had a stripe down the middle of the image. The issue was found during a diagnostic cystoscopy procedure. The device was returned for evaluation. During the device evaluation, no image was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.